Event description:
Staff using sorin xtra procedure 225ml bowl set, bowls were not emptying properly, would partially empty then stop. Changed bowl to another of the same size and lot, same thing happened, 3rd attempt with a different bowl size and different lot, and it worked fine. According to staff, they did try the 225ml bowls/lot on a different machine, where it also failed, greater than 2000ml of patient's blood had to be discarded.